Manufacturer narrative:
Follow-up #1: date of submission 11/2/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, there was a cs 054 alarm observed in the pump history. The pump powered on with the display functioning properly. There were no blank screens duplicated. There were no alarms during testing. The battery compartment was found to be cracked. There was corrosion observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump cover was removed and there was internal moisture observed on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.